Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were unable to manually prime the infusion set. Customer did not observe movement when pushing the plunger in the reservoir. The customer stated they were able to fill the reservoir with air, but was unable to manually prime the infusion set. Customer was advised of a reservoir issue. Customer's blood glucose was 78 mg/dl. The customer agreed to return the reservoir for analysis.